Event description:
Additional information received from the consumer reported they were having trouble with their implantable neurostimulator (ins) since about a year ago, and hadn't been able to turn their stimulation on. It was noted the consumer was having issues with charging since about a year ago as well which was the last time they recharged or felt stimulation. No troubleshooting was able to be performed since the consumer didn't have the external equipment they needed during the time of the call, so it was unable to be confirmed if the ins was overdischarged or not.

Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(6), product type programmer, patient; product ID 97754 serial # (B)(6), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Initially, a consumer reported seeing the poor communication screen on the patient programmer (pp), unable to communicate with the implantable neurostimulator (ins) using the recharger (insr), and had last felt stimulation (B)(6) 2015. The last successful recharge session was (B)(6) 2015. The consumer was experiencing pain at the top part of his back where the wire was, which had been occurring for a couple of weeks. Additional information received from the consumer in (B)(6) 2016 reported the last time stimulation was felt was (B)(6) 2015 and the last successful charge session was (B)(6) 2015. The reason for not charging was because it was not working, it would not come on, but had a full charge. It was reviewed that the ins may be in overdischarge. The patient was to follow-up with his doctor to request to have a manufacturer representative come to the office. It was noted that this issue had not been resolved as the patient's doctor was not familiar with the device. Follow-up was being conducted to determine steps taken and resolution of the reported event. If received, this event will be updated indication for use included non-malignant pain and complex regional pain syndrome type 1.